Event description:
It was reported that a malfunction alarm occurred on a customer's pump, specifically displaying malfunction code 24, and this issue was not resettable. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.